Event description:
During a lap cholecystectomy procedure, surgeon says device locked on to duct/vessel and would not open. Device was forced open and a piece broke off.this happened on the 2nd and 3rd firing. There was no pt consequences. Case completed with another device of the same product code.